Event description:
The customer reported poor image quality, several horizontal lines across the image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened and reseated connectors. Sys operates as intended. (B) (4).